Event description:
It was reported that the customer had a power error on the insulin pump and delivery stopped. The alarm is generated when a power system error (back-up battery fails) is detected and this error does not prevent the pump from running. The internal power source in the pump is unable to charge. The pump is operating on the aaa battery only. The insulin pump is able to rewind. The reservoir showed 0.00 units remaining while in reality the reservoir was full. The customer has been sent a new insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The power loss and error alarms were confirmed in the long trace. The pump also had minor scratches on the lcd window.